Manufacturer narrative:
(B)(4). Additional information, including patient medical history, post primary and pre revision x-rays and the explant have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
A minihip stem was implanted in the patient in 2008 and required revision in 2015 due to a fracture of the stem.

Manufacturer narrative:
(B)(4) final report. Additional information, including device details, patient medical history, post primary and pre revision x-rays and the explant were requested in order to progress with the investigation, however, not all were provided, therefore, there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts conformed to material and dimensional specification when manufactured. The explant was returned to corin UK for examination, visual examination of the stem fracture faces presented no clear conclusion of the mode of failure, there is no evidence to indicate that the failure of this stem is attributable to the device design, nor is there evidence to indicate a manufacturing or material non-conformance related failure. Based on the above, corin now considers this case closed, however, should any new information come to light, this case will be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A minihip stem was implanted in the patient in 2008 and required revision in 2015 due to a fracture of the stem.